Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 mixed mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, a thrombus was observed in hemostatic valve post removal of dilator and guidewire. Heparin was administered. Multiple attempts of troubleshooting were made and were unsuccessful. As a result, the steerable guide catheter (sgc) was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 mixed mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, a thrombus was observed in hemostatic valve post removal of dilator and guidewire. Heparin was administered. Multiple attempts of troubleshooting were made and were unsuccessful. As a result, the steerable guide catheter (sgc) was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.